Event description:
Dr. Was placing a 5f x 65 x .035". Soft-vu pigtail into a very scarred groin without a sheath. In the process he also kinked his guide wire in several places. Upon removal of the catheter the tip separated from the shaft at the entry site. Dr was able to remove the tip with the wire.